Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure noise and oversensing was reported on right atrial (ra) lead and right ventricular (rv) lead. The physician suspects that the insulation of the ra and rv leads was damaged. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.